Event description:
It was reported that the patient had developed an infection in the left chest. There was no alleged product issue. The patient had two implantable neurostimulators (inss) on the left chest, one in upper left and one in lower left. The infection was visible on the upper left pocket. The extension from the lower left pocket device traversed through the infection of the upper left pocket so it was also removed. No culture was taken. Patient symptoms included pain, redness and swelling at the device pocket on the left side. The patient was going to be evaluated over the next few months and would be scheduled for re-implant once the infection was healed. The patient¿s right side device remained implanted. Other than device explant treatment for the infection was unknown. Patient outcome and whether the infection had resolved was not yet known.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 3387-40, lot# j0315914v, implanted: 2003-(B)(6), product type: lead. Product ID: 37602, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type: extension. Product ID: 3389-40, lot# l84821, implanted: 2000-(B)(6), product type: lead. (B)(4).